Event description:
it was reported that patient faced an issue with infusion set leakage at site on (b)(6) 2026 and This resulted in elevated blood glucose levels that was managed with self-administered insulin via Manual bolus pen injection.

Manufacturer narrative:
E1: Patient Country: Japan. Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CA Zip Code: 91325.Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site:3003442380.